Manufacturer narrative:
One used lf1637 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. There are factors during use that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, incomplete sealing occurred with the device. The device was not used on notably thick or thin tissue. No patient injury occurred, and a new device was used to continue the procedure.